Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2014. Prior to the procedure, the blade did not work. No adverse patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device operated as intended;the blade rotated and exposed. The device met all visual, quality, and manufacturing specifications.